Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported heart failure. Based on available information, a cause for the reported heart failure could not be conclusively determined. The reported patient effect of heart failure, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2020, a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. Three clips were successfully implanted, reducing tr to a grade of 2. On (B)(6) 2025, the patient returned to the hospital due to heart failure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2020, a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. Three clips were successfully implanted, reducing tr to a grade of 2. On (B)(6) 2025, the patient returned to the hospital due to heart failure.